Manufacturer narrative:
Death date corrected from (B)(6) 2017 to (B)(6) 2015. Event date corrected from (B)(6) 2017 to (B)(6) 2015. Describe event or problem and patient codes updated. (B)(4).

Event description:
It was further reported that the target lesion was located in the saphenous vein graft and not in the ostium of the distal circumflex artery as previously reported. In (B)(6) 2015, the patient had visited the hospital and patient was suspected to have arrhythmia and had been taken aspirin. In (B)(6) 2015, the patient died and no autopsy was performed.

Manufacturer narrative:
Upn- search corrected from (B)(4) - promus element - cmc - (B)(6) (intervent cardio) - interv cardiology - (B)(4) to (B)(4)- f/g,promus element,mr,ous 3.50x16mm - (B)(4). Upn corrected from (B)(4) to (B)(4). Catalog/model # updated. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with asymptomatic ischemia. Subsequently, percutaneous coronary intervention was performed on elective basis. The 75% stenosed, 10mm in length, concentric, type b2, bifurcated lesion with tortuousity of more than 45 degrees and less than 90 degrees, and no diffuse lesion of more than 2cm in length was located in the moderately tortuous, non-calcified, and 3.5mm in diameter ostium of the distal circumflex artery with timi flow 3. After pre-dilatation was performed, a 3.5x16mm promus element drug-eluting stent was deployed at 10 atmospheres. Subsequently, post-dilatation was performed with 25% residual stenosis and timi flow 3, and the procedure was completed. Three days later, the patient was discharged. In (B)(6) 2017, follow-up was performed by telephone and it was reported that the patient died due to cardiopulmonary arrest.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with asymptomatic ischemia. Subsequently, percutaneous coronary intervention was performed on elective basis. The 75% stenosed, 10mm in length, concentric, type b2, bifurcated lesion with tortuousity of more than 45 degrees and less than 90 degrees, and no diffuse lesion of more than 2cm in length was located in the moderately tortuous, non-calcified, and 3.5mm in diameter ostium of the distal circumflex artery with timi flow 3. After pre-dilatation was performed, a 3.5x16mm promus element drug-eluting stent was deployed at 10 atmospheres. Subsequently, post-dilatation was performed with 25% residual stenosis and timi flow 3, and the procedure was completed. Three days later, the patient was discharged. In (B)(6) 2017, follow-up was performed by telephone and it was reported that the patient died due to cardiopulmonary arrest.